Event description:
The dealer is reporting a bend in the frame where it connects to the head section. The dealer also states after the incident, the end user was getting shocked when touching the bed rails.